Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No motor error alarms were noted. The motor was tested outside of the device and passed. The insulin pump was received with a scratched case at the display window corners, minor scratches on the display window, a cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.

Event description:
It was reported that the insulin pump alarmed motor error the refill cannula process and that the customer experienced high blood glucose levels. The blood glucose reading was 343 mg/dl. No significant events leading to the alarm were observed. The customer stated that she was able to rewind the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.